Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2019 due to capture anomaly. The patient¿s condition was stable during and post-procedure.